Manufacturer narrative:
Block b3: date of event was approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter city: ried im innkreis, oberosterreich block e1: initial reporter phone (B)(6) block h6: imdrf device code a040501 captures the reportable event of stent calcified. Correction to block e1: initial reporter initial reporter first name initial reporter last name initial reporter email correction to block g2: austria

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was being exchange for another stent during a procedure for urology stone treatment. The event date was unknown. It was noted that the stent was placed several months ago. The procedure was successful. A photo of the complaint device was provided and showed the stent was calcified. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block e1: initial reporter phone (B)(6). Block h6: imdrf device code a040501 captures the reportable event of stent calcified.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was being exchange for another stent during a procedure for urology stone treatment. The event date was unknown. It was noted that the stent was placed several months ago. The procedure was successful. A photo of the complaint device was provided and showed the stent was calcified. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.